Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products xfos511, osseotite 2 implant 5 x 11.5mm lot 2018071532. E1: reporter name unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the implants had to be removed due to nerve damage. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b2. Outcomes attributed to adverse event. B4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative: zimvie received one (1) xfos510, (osseotite 2 implant 5 x 10mm) for evaluation. Visual evaluation was performed, the returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. Device history record (DHR) review was completed for the subject lot number 2018090300. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018090300 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.